Event description:
Boston scientific received information that this patient with implantable cardioverter defibrillator (ICD) who was lost to follow up had ventricular fibrillation (vf) that was undersensed. The patient was scheduled for dft testing. Attempt to obtain additional information was not successful. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.